Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. No blank display during testing. No unexpected battery power loss or replace battery alert/replace battery now alarm noted during testing. Device monitored for hours and no unexpected test battery or battery tube overheating noted. No damage inside the battery tube during visual inspection noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery immediately alarm due to hot battery. The customer blood glucose value was unknown. Customer also report the battery was nearly burn. The device will not be returned for analysis.